Event description:
It was reported that the device will not power off. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Contamination on all top case. Unable to access event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be fluid ingression sipping through top case short circuiting main board. . Actions were taken to mitigate the reported issue: replaced the main printed circuit board (pcb), interconnect pcb, plunger cable.